Event description:
Or team was opening supplies for an emergency craniotomy. After the patient was draped the surgeon made incision and utilized 5 fish hooks to retract the scalp, one of the hooks broke in 2 pieces. Surgeon gave the defective item to staff and placed the 2 broken pieces in a specimen cup. The surgeon continued the emergency procedure with 4 hooks instead.